Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called and stated that his system controller was alarming with the red heart and the only way he could silence it was by "depressing the silence and triangle button at the same time". He also stated that when he attached himself to the power module an alarm occurred. The pt's system controller was exchanged and the alarm was resolved. The pt went into the clinic the following day and the reported controller was interrogated. The system controller history was reviewed and a low voltage, low cell battery and pump stoppage occurred. The pt remains ongoing.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.